Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency room with sepsis, pneumonia and an altered mental status. Vegetation was observed on the right ventricular (rv) lead. The patient was treated with antibiotics and the device cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient system was removed due to sepsis. The patient is enrolled in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.